Manufacturer narrative:
Investigation pending.

Event description:
Customer called in to report that on (B)(6) 2018 a patient presented to the emergency department with chest pain. The patient was tested on triage and siemens; results below: (B)(6) 2018 at 17:42- triage results: tni<0.05, ckmb 2.0, myo 186. Same draw on siemens tni: 0.119. (B)(6) 2018 at 1941- (second draw)- triage results: tni<0.05, ckmb 2.7, myo 218; same draw on siemens tni: 0.104. (B)(6) 2018 at 0120 siemens tni result=0.097. (B)(6) 2018 at 0452 siemens tni result=0.103. Triage meter range: normal is <0.05, siemens exl ranges: normal is <0.056, intermediate risk: (0.057-0.099); high risk: >= 0.10. Customer stated patient was admitted due to siemens result and that no treatment was altered due to triage results. Patient discharged on (B)(6) 2018 at 17:40 despite multiple attempts customer unwilling to provide discharge diagnosis or any additional information.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64953n. No issues with troponin I recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.